Event description:
It was reported that the patient was on program 2 at 1.8v with lightning bolt. The patient wanted to increase the setting up. The patient noted it lost the signal again and patient services walked through how to get the settings back up (multiple times) and the patient was able to get the settings up. This action resolved the reported issue of the patient wanting to adjust her settings and knowing steps on how to do it. The patient noted her symptoms happened about two weeks ago. The patient hadn't really needed the impulses until two weeks ago. The patient noted now she was going to get this out and set it again. That was why she was calling because she couldn't remember. The patient had a lot of stress in her life right now and her symptoms had returned. Regarding what type of symptoms the patient was experiencing, it was noted: diarrhea. Regarding when the event or symptoms occurred, it was noted that symptoms had sudden onset, following a fall. The patient fell and landed on her head and back and didn't think her device was damaged in anyway. The fall happened (B)(6) 2014 approximately. A weeks after that the patient had change in symptoms. The patient hadn't had to reset her device in quite sometime and needed to be refreshed on how to do that stating it was not giving her impulses. The patient had it on, it had batteries. After the patient had it installed, the patient had insurance changes. The patient hadn't been back to see hcp (healthcare provider) for quite sometime. It was also noted that the patient didn't have a detachable antenna and had to physically hold the patient programmer over the implantable neurostimulator (ins). Replacement product request email was sent to the repair department for a detachable antenna so the patient wouldn't have to hold the device over her implant and then try to look back around to see settings. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01czq, implanted: (B)(6) 2012, product type: lead; product ID neu_un known_prog, lot# unknown, product type: programmer, physician. (B)(4).